Event description:
During a revision procedure to replace the chronic right ventricular (rv) lead for high out of range impedance measurements, a second lead was tested with this device. The impedance values with the second lead were intermittently high out of range, thus the header of this implantable cardioverter defibrillator (ICD) was suspected to have been the causative factor for the clinical observation. Both leads were then tested with the new device and impedance measurements were confirmed within normal ranges. A new device was implanted with the patients chronic rv lead. The physician indicated that in (B)(6) 2012, the patient had received a blow to the device area so hard, that it caused a contusion; so it was assumed that the device had then incurred damage(s). There were no additional adverse patient effects reported and the explanted device is intended to be returned for a post market assessment.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineers confirmed a slight opening or crack on the medical adhesive between the header and the can of the device. An x-ray observation confirmed the shock lead wire within the device's header component, exhibited a crack contributing to an intermittent connection. The device's internal memory was then reviewed. Intermittently high and/or out of range, daily shock impedance measurements, were confirmed and coincided with the date of the reported forced impact. Bench test confirmed the manual pace lead impedance measurements were within their normal ranges. Despite the cracked internal header wire, manual shock impedance measurements during analysis testing, were within the normal and expected ranges. Based on laboratory analysis findings, in conjunction with the date of the reported field impact, boston scientific has concluded induced product damage due to excessive force.